Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 failed. The field service engineer (fse) arrived onsite and found the auxiliary full height drawer open and unable to close. The drawer slide rails were replaced, and the drawer was tested. The unit operated normally after the repair. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height cubie drawer 4 failed to close completely after a previous transaction, and when a nurse attempted to retrieve additional medications from the same drawer, she was unable to do so. The customer attempted to use force to close the drawer, but it did not close successfully. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.